Event description:
The customer reported via telephone having a blood glucose value of 50 mg/dl and stated it was due to his diet. The customer was assisted with settings adjustments on the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.